Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0723a, implanted: (B)(6) 2013, product type: lead .product ID 3387s-40, lot# v674524, implanted: (B)(6) 2011, product type lead.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for other reported that the ins was draining too quickly. The patient has had to charge daily for the past two weeks. A physician checked the ins and found that one of the leads was draining power. The physician suggested programming around the lead that was causing the rapid draining. The patient had an appointment two weeks after this report to check the programming. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that there seemed to be a kink in a wire, but reprogramming helped to resolve the issue.